Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements up to 128 ohms. There was no noise noted. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.